Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. OEM ECG were not available to test the unit with. The customer produced their own ECG leads to test. All tests were within specifications. The fse performed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) customer is reporting multiple errors and going into standby.